Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
An email was received regarding a sde endotracheale, with item number: 100 199 075 and unknown lot number. It was stated that the cuff deflated within approximately 5 seconds due to a defective orange valve. There was patient involvement.

Manufacturer narrative:
D3 - postal code: corrected. D3 - zip code: must be blank. D8, h6: updated. The suspected product was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.